Event description:
New information states that, the lead was fractured and had low impedance. The lead was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
A partial lead with the distal portion measuring 31.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving a vibratory alert, noise was observed on the patient¿s rv lead. Episodes of non-sustained rv oversensing were recorded on the patient¿s device. Isometric testing and pocket manipulation was recommended to review lead functions. Lead revision was discussed. Patient was stable and will continue to be monitored.